Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed DHR evaluation and the quality occurrence sap (B)(4) potentially related to the defect was observed. The samples sent by the customer were verified and it was possible observe barrel damaged at 11 samples and 2 samples have no defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: the possible cause for this is a failure at syringe assembly station with caused the damage. Rationale: to define and manage actions to correct the incident, the CAPA# 1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position, design new top disc guide after leak test, make top disc guide after leak test, design new bottom disc with accepted angle for cylinder entry, make lower disc with accepted angle for cylinder entry, the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked past the plunger into the back of the syringe during use. Medication used with the syringe included "dipirone, ranitidine and cerenia." CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter, translated from portuguese to english: "complained that the 3ml syringe c / 1000 uni, lt 8352734 (nf 503257) product was leaking, leading to loss of medication during application." "The defect is noticed when they aspirate the drug because air is aspirate and the drug leak through the plunger to the backside of the syringe. The drugs used was dipirone, ranitidine and cerenia."